Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported in medwatch mw5113592: "...dr. Who removed the [competitor] device and replaced it with a stryker device in 2018. Had more therapy and continue to see dr. For any orthopedic issues. In 2022, I had my peroneal nerve decompressed. Since original surgery of the stryker device implanted, my left foot toes are numb all the time." Left knee.